Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blockage alarm event on (B)(6) 2025 due to blood on tubing and got hospitalized due to high blood glucose (bg). The blood glucose (bg) at the time of admission was 500 mg/dl with symptoms of feeling sick/unwell, increased thirst, dizziness/dehydration. The patient was treated with interavenous fluids and insulin. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013472, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013472." The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013472 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 26-may-2025, with a total of (B)(4) units. The assembly, lot 5e04123 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset line, on 26-may-2025, with a total of (B)(4) units. The assembly, lot 5e04124 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset line, on 26-may-2025, with a total of (B)(4) units. The assembly, lot 5e05330 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset line, on 26-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03432 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04-08, on 24-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03433 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04-08, on 26-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03435 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04-08, on 26-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.